Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cancellation due to no ablation could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During an atrial fibrillation procedure a cancellation due to no ablation occurred. When ablation was started the generator was unable to ablate. Connections were checked and verified but the generator would not ablate. The procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.